Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent noise varying in amplitude on the svc coil-can vector was observed on a stored egm. The patient received inappropriate antitachycardia pacing therapies. Further testing is anticipated when the patient presents for a generator replacement.